Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that eleven days post implant the patient went to the ER (emergency room) with bleeding from their implant site. It was noted that the patient is on blood thinner. It was found that the patient had a hematoma at the implant site. The hematoma was evacuated and a wound revision was performed. The device remains in use. The patient is enrolled in the wrap-it (world-wide randomized antibiotic envelope infection prevention trial) study. No further patient complications have been reported as a result of this event.